Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump had blank display. It was reported that the pump was unresponsive to button presses. The customer's blood glucose level was reported to be 130mg/dl. It was reported that the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specification and passed self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected blank display anomaly noted. No burned components or overheating pump was noted. However, traces of corrosion were found at the electronic assembly per our visual inspection. The insulin pump had cracked case on the back at the battery tube area, cracked battery tube threads, faded serial number label, minor scratched lcd window, case and keypad overlay.